Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a surgery, after plating and temporal fixation of plate, the doctor tried to remove the pin and it was found broken. The piece of it couldn't be removed and is inside the patient. The surgery was completed as usual. There was no harm/injury reported as a result of this event.